Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2 (additional information): block e1 (initial reporter last name, initial reporter facility name, initial reporter address, initial reporter city, initial reporter state, initial reporter country, initial reporter zip/post code, initial reporter phone number, and initial reporter fax number) have been updated. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during an esophageal stricture dilation in the esophagus procedure to treat postoperative esophageal stricture performed on an unknown date. During the procedure, the product was used as usual; however, the gauge did not rise. The procedure was completed with another alliance ii inflation syringe. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6) hospital. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during an esophageal stricture dilation in the esophagus procedure to treat postoperative esophageal stricture performed on an unknown date. During the procedure, the product was used as usual; however, the gauge did not rise. The procedure was completed with another alliance ii inflation syringe. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during an esophageal stricture dilation in the esophagus procedure to treat postoperative esophageal stricture performed on an unknown date. During the procedure, the product was used as usual; however, the gauge did not rise. The procedure was completed with another alliance ii inflation syringe. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by the distributor. The healthcare facility is: (B)(6). Phone number:(B)(6). Fax number: (B)(6). Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: investigation results the returned alliance ii inflation syringe was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, the syringe was connected to an alliance inflation system, filled with water, and pressurized to 10 atm for 30 seconds. It read accurately without any issue. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of gauge reading inaccurate was not confirmed. The results of the analysis performed on the returned device found that the device can be pressurized to 10 atm for 30 seconds, it read accurately without any problem. Therefore, the most probable root cause is no problem detected.